Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. A review of the event history log for the reported event date did not identify any downstream occlusion messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Release testing will be performed to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.